Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead arrived in a capped state. Only the proximal portion of the lead was returned for analysis. It is assumed that the lead had been cut with a scalpel 15.5 cm distal from the is-1 connector pin. The analysis revealed a deformation of the connector sleeve of the atrial is-1 connector. The damage is due, with high probability, to a tightening of the contacting screw, which was performed too intensely. The cause of the lead problem could not be identified, since the lead had been fragmented. There was no indication for any manufacturing or material defects.

Event description:
Ous MDR - after an implantation period of approximately 32 months oversensing and deformation on the artrial is-1 has been reported. Only a part of the lead was sent back for analysis . The remaining portion was disposed of by the clinic. There were no adverse patient effects reported.

Event description:
Ous MDR - after an implantation period of approximately 32 months oversensing and deformation on the atrial is-1 has been reported. Only a part of the lead was sent back for analysis . The remaining portion was disposed of by the clinic. There were no adverse patient effects reported.